Manufacturer narrative:
It was noted that the device is not available for evaluation as the hospital kept it. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that the poly wore out. Replaced poly's head.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. A primary operative report was provided for review. Nothing can be learned from this document. Insufficient medical records were received for review with a clinical consultant. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation and insufficient medical information was provided. The reported event regarding wear involving an unknown poly was not confirmed.

Event description:
It was reported that the poly wore out. Replaced poly's head.